Event description:
My breast implants were causing me to die a slow death. Both implants had capsular contracture-grade 4, right implant completely ruptured with zero shell left, left implant had growth on the shell. I have many health issues from the silicone leaking into my body and poisoning me. For 10+ years I've had a chronic pinched nerve on my left side of my neck (gone after explant), heart palpitations, anxiety, extreme weight loss, brain fog, memory loss, hair loss (a lot), joint pain, cracking joints, nausea, unable to regulate body temp (always cold), tingling and numbness in hands and feet, fungus in toenails, never ending urinary tract infection, random rashes, dark circles under eyes. For over 10 years I have been going to many doctors to find out what is wrong. I've been prescribed many different medications for all these ailments. I've had painful cortisone shots in my neck, a neurologist wanted to fuse my neck (at the age of (B)(6)), I've had physical therapy, and countless other appointments to no avail. I had my implants removed 2 weeks ago and the neck pain is gone completely. Silicone implants were initially placed in 1990 for a reconstruction of my left breast. They then had capsular contracture and replaced in 1999 with textured silicone. I had capsular contracture again and had them replaced in 2005 with mcghan textured silicone implants. These are the ones that were just removed. I never received a recall notice. I've lived in the same house with the same phone number for 19 years. I was told by my surgeon that implants are safe and they last 20 years. I was never told of any risk, I was not advised that capsular contracture is the body's way of rejection fan implant. I was not told to get regular MRI's or to have them checked regularly. I don't know how long my right side was ruptured but I can tell you I have been ill for a very long time, with the past year being the absolute worst year. I went from an active and healthy woman to a frail, sickly woman even though I remained active as long as I could and I always remained healthy. That is not normal unless something is going on in the entire body. The recovery from this surgery is not easy, it's hard and it's painful. It's hard on me and it's hard on my family. I was dying. FDA safety report ID#: (B)(4).